Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise while this patient was having a heart catheter and as a result delivered an inappropriate shock resulting in asystole. This crt-d remains in service. No additional adverse patient effects were reported.